Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that the patient underwent successful mechanical thrombectomy of the right m1 middle cerebral artery occlusion (mca) with the subject retrieval device. The patient had a thrombolysis in cerebral ischemia score of 3 after treatment. However, after the index procedure within the first 48 hours (the exact time is unknown), the patient suffered a symptomatic intracranial hemorrhage. The reported event required prolongation of existing hospitalization and medical management (not specified). The physician related the adverse event possible to the procedure; however, he stated that it was unrelated to the subject device. No further information was provided.

Event description:
It was reported that the patient underwent successful mechanical thrombectomy of the right m1 middle cerebral artery occlusion (mca) with the subject retrieval device. The patient had a thrombolysis in cerebral ischemia score of 3 after treatment. However, after the index procedure within the first 48 hours (the exact time is unknown), the patient suffered a symptomatic intracranial hemorrhage. The reported event required prolongation of existing hospitalization and medical management (not specified). The physician related the adverse event possible to the procedure; however, he stated that it was unrelated to the subject device. No further information was provided.